Manufacturer narrative:
(B)(4). The device history record review could not be conducted since the lot number was not provided. A simulation test was conducted with the representative samples from the production on the same catheter size and balloon volume and no deflation issue were observed. However, without an actual or representative sample returned for investigation, the root cause of the complaint could not be determined. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter fell out of the patient after insertion. The patient's condition was reported as fine.